Event description:
I had essure placed in my tubes 19 days ago. I am having them removed in 2 days. The first day or two I expected to be sore and some mild cramping, but to my surprise, I was in major debilitating pain and on top of the bloated at least 3 dress sizes larger than I am. I was so happy that I had just had a baby in (B)(6) and lost a lot of weight, but much to my surprise that was not the worst. I have bled ever since the procedure and I am on the depo shot and haven't ever bled with the depo shot and was not bleeding prior to this incident. I also cannot do anything. Cannot play tennis, ride my bike, pick up my little baby, sit comfortably for work, run, workout, sit ups. I can't even shower because the water hurts my stomach to hit it. It is painful to even touch my stomach softly. My quality of life is not up to par since I hate pain killers, but have to take them because it literally feels like glass or razor blades cutting into my whole abdominal region. If I try to turn or to reach for something, not happening. My mind says I can and my body will jerk away from the pain in a spasm type way. This really sucks as I liked my life perfectly before this and it was made to sound by reading the pamphlet and book on this product that it would be a great choice to make, but I really got this done to not have children. Can't get pregnant anyway if you can't have sex right? I have a great relationship with my husband and we like to be able to play around anytime that we feel like it, but seriously this device has caused me so much pain, my family so much pain and it needs to be completely removed from society. The company should be sued. I could go on and on, but my high doses of pain meds is causing me to barely be able to think correctly. Please look further into this device. Had I looked at any of the forums that I have now read, I would have not had the procedure done. I am now having my tubes cut out in 2 days, but I would have totally had my husband have a vasectomy had I not thought that this was a better route to take. Essure is a horrible product and I think that it is deadly.